Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the implantable neurostimulator (ins) stopped working in 2017 around (B)(6). It was reported that last month on (B)(6) 2018, the patient met with their health care provider (hcp) who indicated that another hcp could replace the scs. The ins was rechargeable and had been implanted since 2011. It was reported that the ins had ¿seen its life¿ and the patient wanted to get the ball rolling on having the scs replaced. No further complications were reported.